Manufacturer narrative:
The technician indicated, the power cord was possibly damaged from abuse. He replaced the power cord to repair the bed.

Event description:
Information received indicates there are exposed wires on the power cord.